Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal artery insufficiency. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel.

Event description:
A (B)(6) female, pt, was in the hospital for critical left leg ischemia and a 6f angio-seal evolution was deployed via the left common femoral arteriotomy using an antegrade approach. During deployment, the physician advanced the locator into the artery and pulsatile flow was visible. The locator was retracted until pulsatile flow stopped and then re-advanced the locator; however, pulsatile flow was not visible. The physician commented that the pt had low blood pressure and had skipped a few beats. The locator was advanced until pulsatile flow re-appeared. The physician also stated the compaction tube did not appear from the carrier tube and manual compression was required to gain hemostasis during deployment. A vascular surgeon was called upon to perform a vascular surgical cut down. The entire anchor, suture and collagen were found intra-arterial. The anchor appeared to be caught on a plaque in the superficial femoral artery. The pt was reported to be fine post procedure.